Event description:
Customer reported the system live monitor is displaying black images. No pt injury was reported.

Manufacturer narrative:
There is no report available on the evaluation and repair of this system.